Event description:
It was reported that during an a-fib procedure, the catheter was giving constant artifacts on 3 electrodes 1-2, 17-18 and 19-20. The catheter was exchanged and the issue resolved without any patient consequence. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the electrode ring #20 was damaged with foreign material stuck to it. This condition was not reported by the customer. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report. The foreign material had been sent for material identification, pending result at the moment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring 20 was damaged and had some blue particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material, the results demonstrated that the particle is a styrene- polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material. Per the reported event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint could not be confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.